Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-01827, 3005168196-2016-01828. The device is implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure treating an endoleak using ruby coils. During the procedure, the physician experienced resistance while advancing a ruby coil through a non-penumbra microcatheter, and the ruby coil unintentionally detached within the microcatheter. The physician then successfully pushed the detached ruby coil into the endoleak before attempting to deploy two additional ruby coils in the endoleak. However, while advancing both ruby coils through the microcatheter, the physician experienced resistance and both ruby coils were unable to advance; therefore, they were removed. The procedure was then completed using a new ruby coil and the same non-penumbra microcatheter. It should be noted that the physician used a rotating hemostasis valve (rhv) and did maintain continuous flush throughout the procedure. There was no report of an adverse effect to the patient.